Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One imp, sv,4.7,11.5, mtx, mg (tsvtwb11), and cover screw was returned for investigation. The reported event occurred at implant level. Therefore, this investigation addresses the implants only. Visual evaluation of the as returned implants identified signs of use but no apparent signs of malfunction/damage. Functional testing could not be performed for the reported events (nerve injury & paresthesia). Measurements were taken. Through dimensional analysis the devices were determined to be within design specifications. No pre-existing conditions were reported. The reported devices had been placed on tooth # 30 for approximately 15 days. X-ray & picture evaluation: no x-ray/picture provided. Appropriate documentation: documents reviewed was reviewed. DHR review for the 1251362 had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lots were inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number 1251362 for similar events and no other complaint was identified. Therefore, based on the available information and dimensional analysis, device malfunction did not occur. Additionally, the reported event could not be verified as the exact details of event and patient anatomical conditions were unknown/nonverifiable.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided, age and date of birth unknown / not provided, patient weight unknown / not provided , last name unknown / not provided. PMA/510: k101880

Event description:
It was reported nerve injury, implant 30 replaced due to paresthesia. Shorter implant utilized. Per indicated: surgical/medical intervention required for permanent damage: yes, place shorter implants. Additional appointment required: 2nd stage/prosthetics. Symptoms as a result of the event: paresthesia.